Event description:
It was reported that ventricular high rate (vhr) events with rates of 130-190ms were detected from the device. The noise was not able to be reproduced with arm motion or pocket manipulation. The physician plans to monitor the device monthly to attempt to determine the cause of the short intervals. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).